Event description:
The customer reported to olympus during preparation for endoscopic retrograde cholangiopancreatography procedure (ercp), the power switch does not light up on the video system center. Upon inspection and testing of the customer returned device, there was no image on the monitor and the front panel cannot be controlled was due to a defective circuit board. This report is being submitted as a MDR based on this evaluation result. The procedure was completed with another device. There was no delay reported and the patient was not under general anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image on the monitor and the front panel cannot be controlled any functions due to a faulty printed circuit board and the lock lever of the video scope socket was defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause was the faulty printed circuit (cm) board that processes and controls an image. The cause of the faulty board was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.